Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: webster 4 pole w/ auto ID (model# d-1085-413-s lot# 15848427m). Heartspan. C3 ez steer cs with auto ID (model# d-1263-07-s). Preface sheath (model# 301803m). Transseptal needle (model# d-1299-02-s). Carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# 39d-76x serial# (B)(4)). Coolflow pump (model# m-5491-01 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4)

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a coma and deceased. A few minutes after the transseptal puncture, while mapping with the smarttouch catheter the patient had a loss of consciousness and went into coma. The procedure was then stopped. The patient expired later the same day. The patient's medical history is unknown. There is no further information about the hospitalization or if any additional intervention was performed. The physician's opinion regarding the cause of this adverse event is that this is not product or procedure related. However, the root cause remains unknown.